Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed 1 watt speaker. All detection capabilities and visual alerts performed as expected. The power cord was replaced due to intermittent operation.

Event description:
It was reported that a pump had no audio function and a defective power supply. It was also reported that there was no pt injury.